Event description:
Consumer complaint of high blood results. Customer normally is 101-120 mg/dl. Based on parkes error grid analysis, the bias between the highest result given (495) and the normal result (101) is located in zone d. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.